Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Additionally, in situ measurements show an increasing number of hi channels caused by minute device mobility. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was seen in (B)(6) 2017 and reportedly had not been responding to sound for the last 2 months. The change in sound perception was sudden. The parents reported that the recipient hits his head against a wall. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has not been responding to sound for the last 2 months. The change in sound perception was sudden. The parents reported that the patient hit his head against the wall. No other medical problems were reported.

Manufacturer narrative:
Additional information: based on information and measurements received, a mechanical damage to the stimulator housing which is typical for a severe external impact to the housing appears likely. Additionally, in situ measurements show an increasing number of hi channels probably caused by minute device mobility. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated yet.

Event description:
The patient was seen in (B)(6) 2017 and reportedly had not been responding to sound for the last 2 months. The change in sound perception was sudden. The parents reported that the patient hit his head against the wall. No medical problems were reported. The patient will be implanted, but no date has been set yet.